Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer states patient had its first tal palindrome on (B)(6) 2010. After 5 and a half weeks, when aspirating blood, the nurse discovers leakage. There is a visual hole in the silicon, between the clamp and the red connector. Patient immediately received a new catheter.